Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2021, the patient reported that the patient's infusion set's tubing got separated at quick release part. She stated that the infusion set got separated from the connector 4 times in past 2 months. Moreover, her blood glucose level spiked to 475 mg/dl to 495 mg/dl last night and she replaced the infusion set twice last night. However, she did not remember the other incident dates, but on (B)(6) 2021 she discarded the infusion set. The infusion set had been used for one day. Currently, her blood glucose level was 99 mg/dl. There was no stress or pull on the tubing and the pump was not dropped with the set connected to her body. No further information available.

Event description:
On 30-mar-2022 an: follow up information was submitted to update the unique identifier (UDI) number and awareness date. Unomedical reference number (B)(4). Event occurred in the united states. On 17-mar-2021, the patient reported that the patient's infusion set's tubing got separated at quick release part. She stated that the infusion set got separated from the connector 4 times in past 2 months. Moreover, her blood glucose level spiked to 475 mg/dl to 495 mg/dl last night and she replaced the infusion set twice last night. However, she did not remember the other incident dates, but on 16-mar-2021 she discarded the infusion set. The infusion set had been used for one day. Currently, her blood glucose level was 99 mg/dl. There was no stress or pull on the tubing and the pump was not dropped with the set connected to her body. No further information available.